Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the cartridge compartment was cracked and there was evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no damage to the pump case and no moisture observed from outside the pump. The pump passed the leak test and no evidence of moisture was found inside when the pump case was opened. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.